Manufacturer narrative:
Evaluation results: visual findings observed deep scratches, multiple indentations, and site stickers observed on the exterior housing. Both dust covers underneath the battery slots have been damaged. Four of the led pipes inside the unit are damaged, and the broken led pipe pieces were loose inside causing a rattling sound when the unit was shaken. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4).

Event description:
(B)(6) 2020 bd1 customer contacted us via a phone call. Customer states that the alarm will power on and light up but will not make any sound. Customer states that the battery compartment, nc port, and the sensor port look to be free of damage. Customer tried new batteries and switch the pad which did not change the issue of no sound. S/n is (B)(4). The date the issue was discovered is unknown and no incident or serious injury was reported.